Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient had four non-sustained ventricular tachycardia episodes with short interval counts (sics). It was further reported that a lead integrity alert (lia) was observed on the right ventricular (rv) lead due to t-wave oversensing (twos). The physician chose to reprogram rv lead sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.